Event description:
Surgeon broke 2 x omega impactors in an afterhours case (9pm) on (B)(6) 2013.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.